Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose level was impacted. The customer resumed the insulin delivery and delivered the remaining bolus. As the customer was not receiving the alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be determined.